Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of the device puncturing set tubing was confirmed. The root cause was determined to be the device air sensor housing puncturing set tubing. No repairs have been performed as the referenced device has been removed from service. A service history review revealed that the device has not previously been serviced by baxter. A device history review could not be performed as the data card has been discarded per retention period. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation, a flo-gard infusion pump's air sensor housing cut the tubing, which was loaded in the device, as the door was being closed. Therefore, the sterile fluid pathway was breached. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.